Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
On (B)(6)2022, staples were found jamming during usage on the patient. Involved 2 pc on the same patient in the same time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n: 528235 visistat 35w 6/box lot#: 73h2200424 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
On (B)(6) 2022, staples were found jamming during usage on the patient. Involved 2 pc on the same patient in the same time.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed no clear evidence of use in the form of biological material. The trigger was partially engaged, and the first two staples were partially formed. It was observed that the trigger was partially engaged, and the first two staples were partially formed. No defects or anomalies were observed with the device. Functional inspection was performed by attempting to fire staples from the returned stapler. The unfinished trigger cycle was completed, and the two partially formed staples were formed and released. The trigger was engaged. Upon full engagement of the trigger, the next staple was formed and released properly. This was repeated four times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The stapler was returned with 36 staples in the cartridge. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - info not provided" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
8 aug 2022, staples were found jamming during usage on the patient. Involved 2 pc on the same patient in the same time.